Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified forearm vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 15 atmospheres for 3 seconds the balloon ruptured. A vertical crack form of rupture was found in the balloon. The device was removed without any problem using the normal method. The procedure was completed with another of same device. No patient complications were reported and the patient was in good condition.